Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, the device displayed a "poor pad contact" message via external paddles. Complainant indicated that the clinician obtained a set of internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.